Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the sheath had detached from the subassembly (the snap lock had become detached from the sheath), the t-flange of the sheath is cracked (depth setter had a crack proximal of the snap lock), there was unidentified ¿smearing¿ on the depth setter region proximal of the snap lock tab engagement window. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the smearing is unidentified and believed to be related to the process used to open the handle halves. Additionally, for the snap lock was not engaged in the depth setter, and the depth setter had a crack proximal of the snap lock tab engagement window. The most probable cause of the identified failure was traced to manufacturing which is a defect in the processes or systems used in the manufacture of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device could not be adjusted; the connection part moved through "empty". The event occurred during an endobronchial ultrasound procedure. There were no reports of patient harm.